Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that he changed the battery in the insulin pump after the battery died and he received a battery out limit alarm. Customer's blood glucose was 468 mg/dl and he had not yet treated for high blood glucose. The customer also stated, the time was off in the device. The customer stated he did not know how long the battery had been out and that it may have been dead for more than ten minutes. Customer was advised to monitor the insulin pump and time battery changes carefully. The customer had difficulty setting time and date, due to his vision affecting ability to read pump screen and he stated he would take the device to his doctor and disconnected the phone call.